Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
During a unicompartmental procedure the surgeon identified a notch and removed the excess material from the tibial trial. The surgeon continued use of that trial and finished the range of motion test. Excessive material removed from the trial and operation continued as planned.